Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced heart block, st elevation, right coronary artery stenosis that required stent placement. Ablation of the cavo-tricuspid isthmus (cti) line commenced at 10:07am, when ablating towards the inferior vena cava (ivc) end of the cti line 2-1 block was observed. Ablation was stopped immediately. Electrocardiogram (ECG) characteristics showed st elevation; therefore, angiograms were performed. Angiograms confirmed possible damage to the right coronary artery, with suspected thrombus. A stent was then put into the right coronary artery. Patient was kept in and monitored. Incident occurred intra-operatively.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. (B)(6) an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).